Manufacturer narrative:
Additional information was received that the patient had lead migration. The patient underwent a lead revision procedure wherein the lead was not replaced. The patient was doing well post operatively.

Event description:
A report was received that the patient was experiencing inadequate stimulation. Database analysis revealed 1 contact with high impedance. The patient will undergo a revision procedure wherein the lead will be replaced.

Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient was experiencing inadequate stimulation. Database analysis revealed 1 contact with high impedance. The patient will undergo a revision procedure wherein the lead will be replaced.